Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer was hospitalized with high blood glucose due to improper insertion of quick sets manually. Customer's blood glucose was 520 mg/dl at the time of the incident. Customer's current blood glucose was 114 mg/dl. Customer went to the emergency room on (B)(6) 2016 and his blood glucose was 497 mg/dl at the time. Customer had high blood glucose and ketones. Customer was discharged after hydration. Customer was wearing the pump at the time of the hospitalization. Customer's quick serter and quick sets were replaced.